Event description:
It was reported that there was a communication problem reported. An implantable neurostimulator (ins) overdischarge was suspected. The patient hadn¿t used the stimulator too much lately because they were feeling better and couldn¿t get it charged so they kind of gave up. The patient hadn¿t recharged a couple of months or more. This patient has had two ins overdischarge¿s suspected in the past, making this the third suspected overdischarge. The patient had a couple of falls and their back was hurting so they wanted to use the stimulator. The patient had the falls in the last couple of weeks and noted it wasn¿t serious but they just kind of hurt themselves. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that an implantable neurostimulator (ins) overdischarge was suspected. It was recommended t hat a physician mode recharge (pmr) be performed. The manufacturer's representative (rep) further noted that the patient was able to get back to his charging screen after three attempts and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).